Event description:
Allegedly per the paper by silverton et al. (Journal of arthroplasty, (B)(6) 2014, "midterm results of a femoral stem with a modular neck design: clinical outcomes and metal ion analysis"), allegedly a (B)(6) female patient was revised 9.1 years after primary surgery for pain, large pseudotumor, and femoral loosening. Other components involved a 28mm metal head on poly liner.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is same event as 3010536692-2014-01001, 01002, 01003.